Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the antenna broke in the patient while they were placing it. It was suspected that the antenna may have hit the rib. No part of the antenna fall into patients cavity. All parts of the antenna were removed. They took a new antenna and completed the procedure immediately, as planned.